Event description:
It was reported that intermittent occlusion alarms occurred and air bubbles were observed within the canister. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.